Manufacturer narrative:
Manufacturer's investigation conclusion review of the log file provided by the account confirmed the reported elevations in pump power and resulting driveline faults; however, a specific cause for the elevated pump power could not be conclusively determined. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. Elevations in pump power and flow were captured on (B)(6) 2023 with values reaching up to 17.0 watts and 12.0 liters per minute (lpm), respectively. Several driveline faults were also captured during these elevations. The power elevations appeared to cause an increase in current through the yellow wire of phase 1, which resulted in increased phase values and the activation of the driveline faults. Power values returned to baseline with a simultaneous decrease in phase values and clearing of the driveline faults. No other notable events or alarms or significant fluctuations in pump parameters were observed. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-62087, and no further related events have been reported at this time. The heartmate ii lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all visual/audible system alarms, including driveline faults, as well as how to respond to each alarm condition. The relevant sections of the device history records for vad-62087 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm and an elevated pump power spike up to 17 watts was seen in the log files on (B)(6) 2023. These resolved on their own and no recurrence was noted in the event history. The patient denied hearing any alarms or having any symptoms as they were most likely sleeping at that time. A review of the log files revealed driveline fault events on (B)(6) 2023 from between 0542 to 0642. There was an elevation of current on only one driveline phase. The patient would not hear the alarm because the patient's controller was a rev 7.29. Rev 7.29 controllers only display driveline faults on the system monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.